Manufacturer narrative:
Manufacture¿s investigation conclusion: there were incidental findings of damage to the grey tubing of the previous repair site exposing the wires and tears on the silicone jacket. Evaluation of the returned driveline (dl) confirmed wire damage that would have contributed to the reported driveline fault alarms; however, a specific cause for this damage could not be conclusively determined through this evaluation. The submitted log file captured multiple driveline fault alarms from 08dec2022 through (B)(6) 2022. Phase 2 hex values appeared elevated compared to those of phase 1 and 3 during the alarms, suggesting an issue with the black wire. A distal-end driveline replacement was performed on (B)(6) 2022 and approximately 17" of the external dl was returned. The dl was tested for electrical continuity in the condition that it was received and found that the black wire produced an open circuit. All remaining wires passed continuity testing. Upon disassembly of the driveline, visual inspection of the wires confirmed an insulation breach of the black wire approximately 12.5¿ from the metal connector. The inner conductors were completely fractured at this location. The observed wire damage appeared to be the result of abrasion due to repetitive flexing of the dl. The remaining wires of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The heartmate ii left ventricular assist system (lvas) operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the black wire to its redundant motor phase wire, the fractured inner conductors of the black wire would have resulted in the driveline fault alarms confirmed in the submitted log files. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , and was ultimately discharged. No further events have been reported at this time. The heartmate ii lvas instructions for use (IFU) outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is currently available. The "pump performance monitoring" section under section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook is currently available. This document contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. IFU, patient instructions replaced hmii lvad percutaneous lead, provides care instructions and important precautions regarding replaced percutaneous leads. Section "precautions" warns the user: do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside. Allow for a gentle curve for your percutaneous lead. Do not severed bend your percutaneous lead multiple times of wrap it tightly. Section 3.3 "care and inspection of your replaced percutaneous lead" instructs the user to check their entire percutaneous lead (including the spliced area) daily for signs of damage (cuts, holes, tears). If you damage to the lead is discovered, the user is instructed to report it immediately to their hospital contact person. The user is also advised to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). The relevant sections of the device history records for (B)(6) , driveline serial number (B)(6) , and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing driveline fault alarms. The log files captured several intermittent driveline fault alarms between (B)(6) 2022 and (B)(6) 2022. The system controller (pcx-16640) was exchanged and replaced with (pcx-20029) and log files were sent for review. Log files noted no active alarms, but the phase data indicated there was an issue with one of the wires. On (B)(6) 2022, an x-ray was sent for review. On (B)(6) 2022, a picture depicting the length between the exit site and existing repair site was given and additional log files were sent for review. The log files displayed multiple driveline fault alarms beginning (B)(6) 2022 through (B)(6) 2022 due do the black wire degrading. On (B)(6) 2022, the patient underwent a driveline repair about 2.5 inches from the exit site and was put on a grounded patient cable without issue. On (B)(6) 2022, the patient was discharged, and no alarms observed since the driveline repair.